Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified right superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. However, upon third inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.